Manufacturer narrative:
(B)(6). (B)(4). Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Event description:
It was reported that when the surgeon released tension on retractor to collapse the vertebral bodies on the cutter, the wheel on superior end plate didn't have enough torque to fully cut into end plate and would stop spinning. Surgeon flipped over the cutter but same thing happen on same end plate. A second cutter was opened but same result. The implant was able to be implanted. No patient complications were reported.